Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the clip delivery tube was bent at a 90 degree angle, the vessel locator button was still depressed with the vessel locator wings still out and "would not come of the body". The device was removed by an unspecified method. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.